Event description:
Had asthma attack, went to use rescue inhaler, it was blocked. Had second "mdi" went to use it, it was also blocked. The second was straight out of the box never used. Had noticed another inhaler didn't work about one week before assumed it was the actuator switched canister to another actuator, worked once clogged again after being rinsed, only worked once. Dates of use: (B)(6) 2011 - present.